Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia, hypoglycemia and hospitalization. No product lot number was reported therefore no lot release records were reviewed. Mylife omnipod insulin management system ¿ user guide, model: ent450, (B)(4) 03/16, checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that on (B)(6) 2017, device provided a pdm memory corruption hazard alarm and patient had his wife re-enter all of the settings again as he is blind. On (B)(6) 2017, patient's blood glucose reached greater than 500 mg/dl and later in the night it read ¿low¿ (< 70 mg/dl), so an ambulance was called. Patient was taken by ambulance to the hospital for an apoplectic stroke. No further information on the patient¿s treatment was provided.

Manufacturer narrative:
The returned product was evaluated and performed within specifications. The reported error code was caused by a communication error between the software watchdog and the main function. The root cause of this communication failure could not be determined. No malfunction or product defect that would have contributed to reported hospitalization.